Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. After an unspecified guide wire was crossed the lesion, a 4.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation and the balloon was initially inflated at 12 atmospheres. However, on the second inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed intact and subsequently, dilatation was performed using a different device. The procedure was competed with implantation of non-bsc stent. No patient complications were reported and the patient's status is good.